Manufacturer narrative:
(B)(4). Date sent: 12/6/24 d4: batch #unk h4: the device manufacture date is currently unavailable. Additional information was requested, and the following was obtained: - was the device locked on tissue with the jaws closed? If yes, how was the device removed? Yes. Used another gun to cut off the tissue around the impacted device and remove it. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. - did the jaws eventually open? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure, it was observed that after firing the device, they could not open the jaw. Cut some tissue and removed the device. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 12/16/2024 d4 batch #265d14 investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned in closing position with no apparent damage. It was noticed that the knife was partially advanced, and stroke count indicator showed"lock symbol", the red manual knife reverse button was activated and the knife returned to the home position as expected and one cecr60g reload was loaded in the device. The cartridge reload was received fully fired. After further analysis, the articulation mechanism was noted to be damaged as it would not hold the articulation setting. The jaw could not keep closed when squeezing the firing trigger. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. However, no conclusion could be reached on what caused the damage to the articulation mechanism. Regarding the knife partially advanced condition, it should be noted that in order to fully return the knife to its home position the fourth stroke must be completed. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 265d14, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.